Manufacturer narrative:
The cobas 6000 c501 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable digoxin result from the cobas 6000 c501 module. The result was 0.4 ng/ml but was questioned as the patient had not been administered digoxin. An unknown cross-reactivity and/or interference was suspected.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. The issue was consistent with a matrix effect or with an interferent in the patient sample.